Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2014 due to bone loss. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.